Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to perforation in cylinder the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18 cm x 12 mm cylinders, pump and reservoir were implanted. It was further reported that there were no patient complications related to this event.